Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). There are no plans to re-implant the patient with a new device as of the date of this report. The patient was subsequently fitted with the device on a soundarc on (B)(6) 2026.

Manufacturer narrative:
Correction: the patient's date of birth is (B)(6) 1946, not (B)(6) 1946, as previously reported. The reporter's clinic name has been updated to royal victorian eye & ear hospital.